Manufacturer narrative:
(B)(4). Date sent: 7/25/2204. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: did the drivers fell inside the patient? No. If yes, how where they removed? Where there any complications due to the drivers malfunction (prolonged surgery, patient hospitalization prolonged.)? No. Can additional information be provided as to what is meant by significant gap on reload jaw? The rn reported that there was a gap in the reload jaw where the reload unit fits against the proximal jaw.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024 d4: batch # 741c69 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device (b) was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was returned with a non-working firing mechanism. The device was disassembled to verify the condition of the internal components, the manual override door was removed and the bailout mechanism was partially activated. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found indicating that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The event described could not be confirmed as no reload was received, no damages were noted on the jaws, and the device performed without any difficulties noted. It is possible that the bailout mechanism was partially activated due to improper handling of the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 741c69, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the drivers fell inside the patient? If yes, how where they removed? Where there any complications due to the drivers malfunction (prolonged surgery, patient hospitalization prolonged.)? Can additional information be provided as to what is meant by significant gap on reload jaw? A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9da6w, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the was a significant gap on reload jaw when the tech inserted the reload with both devices. Once both were fired, they noticed the contrasting drivers were not present. The stapler did cut/staple simultaneously. They got a third device to complete the rest of the case without patient harm.